Manufacturer narrative:
Product ID: 977c165, serial# (B)(4) implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a friend/family member. It was reported that "about 8 weeks ago" the patient had the device removed. The caller said the reason was that "it never worked for the patient the way we expected it to work". The caller said that the patient had the "device removed and put back in, in april". The caller clarified that "they went in and found that the leads just weren't right"; it was noted that the lead revision occurred in 2018. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information form patient was received. Patient stated the leads were still in patient¿s back, patient would have surgery on march, and the lead would be removed. It was noted the pain in the right hip had been resolved. It was mentioned the back pain would require surgery. The manufacturer device would be removed. No further complication and no symptoms were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 977c165, serial #: (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(4), ubd: 27-dec-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported patient had a revision. Patient stated the device was implanted to help with her tight hip pain and at first, she was not getting any therapeutic benefit from the stim therapy. Patient noted after having an x-ray done, they determined that the leads moved so they did a lead revision to resolve this issue. It was noted revision occurred on (B)(6) 2018. Patient mentioned she was told that the revision procedure was supposed to be ¿easy¿ out patient procedure on monday and she didn¿t get out of there until thursday. Patient stated following this revision, patient experienced and was still experiencing stomach pain and back pain, and her ¿skin hurts¿ to touch that area. Patient noted she was on fentanyl patches and oral hydrocodone. Patient stated she was having an MRI of the lumbar area on monday to see what could be going on with her back. The result of the call was revision resolved right hip pain, the stim did now help with the pain it was implanted for. It was noted patient had stomach and back pain, no therapeutic benefit and pain in right hip. No further complication and no symptoms were reported.